Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch surestep meter was powering off during use. The pt indicated that the alleged meter issue started on four days earlier. It is not clear as to what time the issue began. As a result of the reported issue, the pt took her diabetes medication(s) based on a sliding-scale. It is documented that the pt took glyburide. However, the details of the pt's medication regimen were not provided. It is not known what dosage of glyburide the pt took, when the medication was taken, and if the pt took insulin. On an unspecified date/time after the reported meter issue began, the pt developed symptoms of feeling low. The pt received assistance from an unidentified diabetic supply company on original date, at 3:30pm. She was advised to call lfs. It would have been helpful to know the following info: the pt's testing frequency, the pt's medication and diabetes management regimens, what changes (if any) the pt made towards the regimens because of the reported issue, and what date/time the symptoms developed. In addition, it would have been helpful to know what specific symptoms the pt developed, and what actions the pt took before and after the symptoms developed. The medical affairs specialist was unable to reach the pt and has sent a letter asking the pt to call lifescan's medical affairs department so that we may obtain add'l info. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged that she developed unspecified symptoms of hypoglycemia after the reported meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.